Event description:
It was reported that the system would display a communication failed error and would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sata cable was repaired during the service call. The system was tested and fund to be working as intended and put back into service.